Event description:
Per the clinic, the patient experienced poor performance with the device. It was discovered that the electrode array had migrated out of the cochlea. Subsequently, in (B)(6) 2014 (day not reported), the patient underwent revision surgery to reposition the device. The implant device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.